Event description:
It was reported that the t: slim x2 pump's battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet for at least 30 minutes, which successfully resolved the issue, and the pump began charging using the original charging supplies. No further assistance was required.